Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no delivery alarms. The customer¿s blood glucose was 106 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer perform a 5.0-unit fill cannula. Customer states the insulin did not exit. Customer reports insulin exits the tubing. Customer reinsert reservoir and run fill tubing until at least 5.0 unit and they observe insulin exiting the tubing or insulin pump alarms. Customer reports that insulin does not exit the tubing with fill tubing. Customer reports no alarm occurred during fill tubing. Customer states they were able to assemble a new infusion set and reservoir. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Insulin pump functioning properly.